Event description:
The report stated that the device locked up but were unsure whether it was applied to tissue at the time. The site reported no patient injury was involved.

Manufacturer narrative:
The device has been received and it under evaluation. When the investigation is complete, a follow-up report will be sent.